Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. (B)(4). Approximate age of device ¿ 4 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient's driveline exit site was erythemic. Cultures were sent on (B)(6) 2017. The driveline culture was (B)(6) for (B)(6). The patient did not have a fever, elevated c-reactive protein, or elevated white blood count. The patient is to be started on kelfex 500mg qid orally. No further information was provided.

Manufacturer narrative:
The device remains in use and was not available for evaluation. A specific cause for the reported driveline infection could not be determined through this evaluation. The heartmate 3 lvas instructions for use (IFU) lists infection as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The submitted controller and lvad event and periodic log files cumulatively contained data from 03oct2017 through 27dec2017 and appeared to show the system operating as intended with stable pump parameters. No atypical alarms or events were captured and the actual motor speed remained above the low speed limit for the duration of the log file data the patient remains ongoing on heartmate ii lvas and no further events have been reported. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.